Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor case) has been confirmed. Upon investigation a reportable malfunction was found. The monitor was unable to complete functional testing. The cause for the failure was shorted component which damaged multiple components on the computer/analog board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing.